Event description:
It was reported that post op a laparoscopic gastric bypass procedure, the patient was brought back to surgery for a re-operation due to bleeding. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Spoke with sales team , marketing team, design engineer and customer quality regarding the recent complaints from dr.: dr. Was using the device with a white reload on the jejunum for the first firing. A small amount of bleeding was observed intra-operatively. Surgeon did not feel it was a concern at the time as the device was discarded. Patient returned to the or post-op, the staple line had opened up. Dr. Felt that the issue was potentially due to the additional tension from the assistant. The staple line was oversewn and the patient is doing fine. Dr. Does hold for 15 seconds prior to firing. Marketing/engineering team reviewed device design, cartridge selection and science of tissue management. Dr. Plans to video his future cases to evaluate if further issues arrive.